Event description:
It was reported the patient received the following results within 15 minutes on (B)(6) 2022: 518 mg/dl at 3:05 p.m., 17 mg/dl at 3:06 p.m., and 120 mg/dl at 3:07 p.m. It was reported the patient received the following results within 15 minutes on (B)(6) 2022: 506 mg/dl at 9:21 p.m. And 87 mg/dl at 9:22 p.m.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.